Event description:
It was reported that during a device changeout the thresholds on the right ventricular (rv) and left ventricular (lv) leads were somewhat high but considered acceptable. Shortly thereafter at a follow-up check the rv and lv capture thresholds were high. The pocket was reopened and the leads tested normal through the analyzer so the device was replaced. One week later the patient had complaints of dizziness and syncope with a heart rate of 32 beats per minute. There was intermittent rv and lv capture at maximum output. The patient was admitted to the hospital and during surgery it was found that the rv lead had dislodged and the lv lead had retracted. The leads were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478 lead, implanted: (B)(6) 2010; pm3222 ipg, implanted: (B)(6) 2015. (B)(4).